Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The evaluation was unable to conclusively verify customer information as valid. The torque knob properly tests to correct pressure in the force gage during the functional testing. The lock has movement and a residue buildup is present. Preventative maintenance and cleaning required at this time. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the torque knob on the mayfield skull clamp (a1059) does not function and does not get the necessary pressure. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.